Event description:
A report was received that during an implant procedure, the patient was experiencing signs of pneumothorax. The patient's symptom was chest pain. The physician believed that pneumothorax was procedure related. The case was aborted and the patient was observed. The patient was then implanted and was doing better following the procedure.